Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the drain cycle of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient initiated therapy before connecting to the setup, and then connected after pressing ¿go.¿ technical service representative had the patient cycle the power on the device to clear the alarm and reviewed proper procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient initiated therapy before connecting to the setup. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.